Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk. Unable to perform the excessive no delivery test due to faulty drive support disk.

Event description:
It was reported that the customer's insulin pump alarmed no delivery during prime. Instructed the caller to disconnect the reservoir from the tubing and to reconnect the reservoir to perform the prime test and the device did not alarm no delivery. It was stated that the drive support cap was protruded. Advised the caller to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.